Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient experienced an episode of ventricular tachycardia (vt) which resulted in cardiac arrest. The device did not deliver any high voltage therapy as the vt experienced was below the currently programmed monitor zone. The patient was hospitalized to treat the arrhythmia, and the device was reprogrammed to resolve the event. Abbott technical support confirmed no device malfunction occurred and the device behaved appropriately according to its programmed settings. The patient was in stable condition.